Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approx one year after implantation of a vena cava filter, the filter was noted to be tilted and some filter limbs extended beyond the ivc wall. Attempts to retrieve the filter were unsuccessful and the filter remains implanted. The current pt status is unk.